Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the screen showed different colors as though damaged by water and that the insulin pump was no longer communicating with the blood glucose meter. The customer reported that the insulin pump was worn under the clothes while the customer works outside. No troubleshooting could be done due to the call being disconnected.